Event description:
A customer contacted stryker to report that their device displayed a blank screen. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause was isolate to the user interface pcb assembly. The repair of the device was declined by the customer. The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report that their device displayed a blank screen. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.